Event description:
It was reported that during a renal dilatation treatment procedure, a balloon burst occurred. The lesion was located in the calcified renal artery. The 5.5mm x 15mm sterling balloon dilatation catheter was advanced through an unspecified guide catheter without friction; however, attempts to inflate the balloon failed due to hole in the balloon material from a burst balloon. The procedure was completed with another of the same device. No patient injuries or complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)